Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that there were five analysis events that all consisted of two analysis segments and resulted in the same determination of shock advised. Each identified the presenting rhythm to be ventricular tachycardia. It was noted that during the sixth analysis, CPR appeared to have been continued for approximately 1 second into the analysis event. In this particular case, the CPR did not cause a great enough impact on the morphology or recorded metrics of the waveform. However, it is a crucial point to avoid performing CPR during an analysis period. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.